Manufacturer narrative:
Patient city: (B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the 19-years-old male patient was diagnosed of vomiting, ketones 5.8 mmol/l,blood glucose level of 404 mg/dl. The patient was adviced subcutaneous injection, changing infusion set site pushing water and blood glucose was 294 mg/dl after two hours and ketones were 5.6 mmol/l. No further information available.